Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range pacing impedances measuring above 3000 ohms on the right atrial (ra) lead channel as well as noise oversensing and suspected loss of capture (loc). Technical services (ts) was consulted, and further in office review was recommended. No adverse patient effects were reported. This system remains in service.